Event description:
Olympus was informed that during use the subject device for a laparoscopic total hysterectomy, the physician had activated the output with squeezing the control handle incompletely and grasping a part of the uterine artery, and then the patient had become hemorrhage. The physician changed to the open surgery, and completed the procedure. The physician stated that the cause of this phenomenon was mistaken squeezing the control handle and grasping of the uterine artery.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (osmc) for evaluation. There is nothing wrong with the device. The manufacturing record was reviewed with no irregularities. Furthermore, from physician's comment, the possible cause of this phenomenon is the inadequate handling by the physician. Based upon the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.